Event description:
It was reported that in 2006 the patient went to see his doctor due to his c40+ suddenly stopping working the day before. His tempo+ speech processor was checked and was in good condition. Testing confirmed that the device had malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.